Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had abnormal image. The event occurred during reprocessing. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; h2; h3; h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable malfunction a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the abnormal image was due to the cable malfunction. Olympus will continue to monitor field performance for this device.